Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user experienced elevated blood glucose (bg) levels as high as approximately 600 mg/dl. Reportedly, the bg level was a result of food consumption. The user addressed bg level with a bolus via the pump. The reported bg level on (B)(6) 2016 was 296 mg/dl.